Event description:
It was reported to tyco healthcare/kendall that a customer had an issue with a dialysis catheter. The customer reports "noticed patient's blood leaking from venous side of catheter. Lifted catheter and larger volume leaked. Saw there was a larger hole on one side and a smaller hole on the other. When the catheter was not manipulated, it did not leak as much. Reporter stated the catheter was placed, and the patient ran for 1 1/2 hours on that day with no reported issues. Reporter ran the patient three days later. After ten minutes, he noticed the blood. They continued to run the patient. Patient lost approximately 15cc of blood over a 2 hour dialysis treatment. Patient was running at 450, when blood was noticed reporter moved to 400. Patient is a male who is mentally handicapped.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.